Event description:
It was reported that patient experienced headache and nausea due to csf leak. The symptoms have resolved, and patient is hemodynamically stable. Not additional intervention is needed. The investigation was unable to determine the lead that was attributed to the issue.

Manufacturer narrative:
Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), lot: t00005645. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.